Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
A patient had their generator and lead explanted due to an infection. The explanted devices were returned but device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Generator device history record was reviewed. The generator was sterilized and passed all quality control measures prior to distribution. No unresolved nonconformances were found prior to distribution. No other relevant information has been received to date.